Manufacturer narrative:
Qn(B)(4).

Event description:
During the procedure, the physician found the j-tip of the guidewire is straight. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) within its advancer tubing, an ars, 18ga introducer needle, dilator, 2-l cvc catheter, and catheter/needle assembly for evaluation. Visual inspection of the swg revealed one distinct kink in the body where the j-bend would be. The j-bend was not present. Microscopic examination confirmed both welds were present and spherical. No damage was noted to the advancer tubing, the cap and straight tubing were not returned. The kink in the guide wire measured 590 mm from the proximal weld. The total length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through the returned ars and 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained , and further consultation requested." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One kink was found in the returned swg and no j-bend was present. The returned guide wire passed all relevant dimensional and functional requirements. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the j-tip of the guidewire is straight. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.